Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse in (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009. It was reported that the patient underwent implantation of boston scientific lynx suprapubic midurethral sling for stress urinary incontinence on (B)(6) 2011. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-00866. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and menorrhagia on (B)(6) 2009 and a sling was implanted. Patient also had a d & c during the procedure.